Manufacturer narrative:
B5: it was reported that a spectrum pump powered off without user input upon device power up in the medicine bbb area. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the device turned off without user input. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Visual inspection found the cause was a dried liquid substance on back flex battery contact pin which caused of the depressed/ jammed and unable to rebound as designed. The back flex battery contact pin was required to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.